Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did a blood glucose test at home, and within an hour did a meter to lab comparison test. The reading on his meter was 72 mg/dl, and the result in the lab was 170 mg/dl. The reporter stated that he did not have any symptoms. A control solution test reading was in range, 123 (91-136).